Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), bladder disorder ("bladder/urinary problems: bladder problems"), headache ("headaches"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, psychological trauma, vaginal infection, vaginal discharge, bladder disorder, headache, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient had received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted: (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: incident category update. Previously reported event injury replaced by new events pain: pelvic/ abdominal, back, dysmenorrhea (cramping), psych injury, bladder/urinary problems: vaginal infection, vaginal discharge, bladder problems, migraine, headaches and fatigue. Patient dob, reporter information and product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.